Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The error codes associated with the inoperative condition indicated the power and ui software version strings did not match the overall system version string requiring reinstallation of the application software. There was no harm or injury reported. The application software was reinstalled to address the issue. Additional findings not related to the malfunction/issue, when final testing was performed, it was found that the alarm sound was different from the norm. The system printed circuit assembly was preventatively replaced for this issue.